Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reset cine acquisition settings. Unchecked save settings. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system displayed an error code. System unable to save cine images, data overflow. There was no report of patient injury.